Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the disinfectant valve. The system was found to MFR specifications.

Event description:
The customer reported that the unit was leaking during cycle. The customer "found a big puddle of cidex on the floor." There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.